Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under (B)(4). The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 30-may-2025. Visual inspection and magnetic sensor functionality tests of the returned device were performed following j&j procedures. Visual analysis revealed that there was a reddish material inside the pebax section. Additionally, a hole with internal parts exposed on the pebax's surface was identified. A force test was performed and the device was visualized and recognized correctly. However, error 106 was displayed on the screen. Then the handle was dissected and sensor pads were measured. It was found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires. This could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed, due to an open circuit. The root cause of the adhesive condition is traced to the manufacturing process. The reddish material inside the pebax and the hole observed during the analysis were unrelated to the reported event by the customer. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and all four ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012); adhesive (g0405201) were selected as related to the customer¿s reported force issue. In addition, biosense webster inc. Analysis finding of the manufacturing process related. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material inside the pebax section and a hole with internal parts exposed on the pebax's surface. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported force issue. In addition, biosense webster inc. Analysis finding of the ¿error 106 was displayed on the screen¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported force issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole with internal parts exposed on the pebax's surface. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-jun-2025, observed a reddish material inside the pebax section. Additionally, a hole with internal parts exposed on the pebax's surface. The event was originally considered non-reportable, however, bwi became aware of a hole with internal parts exposed on the pebax's surface on 05-jun-2025 and have assessed this returned condition as reportable.